Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient had a vena cava filter successfully deployed for history of multiple dvt and pe. Approximately four years and eight months post filter deployment an upper gi endoscopy procedure identified a foreign body in the duodenum. An unsuccessful attempt was made to remove the filter limb from within the duodenum. A follow up CT scan demonstrated two filter limbs perforating the ivc and penetrating into the duodenum. A surgical procedure was performed three days after the upper gi endoscopy identified a foreign body in the duodenum. A right subcostal incision was made and carried down to the vena cava. Two filter limbs were identified perforating the duodenum, both limbs were carefully removed. The ivc was opened to expose the vena cava filter; some dense scar tissue was identified surrounding the filter limbs. The filter was sharply dissected free from the ivc wall and removed. The ivc was irrigated and a vascu-guard patch was sewn in place. The patient was extubated and hemodynamically stable. An x-ray of the abdomen did not demonstrate any foreign body. Two days later a CT scan of the abdomen demonstrated a hematoma within the retroperitoneal space. Surgery was performed to remove the organized hematoma from the retroperitoneal space. The ivc was visually inspected; no bleeding or hematoma was identified at the location of the filter removal. The procedure was completed; the patient was hemodynamically stable at the conclusion of the procedure. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned. Images were not received. Medical records were provided. The medical records allege a filter was implanted successfully at the level of the l2-l3 of the lumbar spine for history of recurrent dvt and a contraindication to anticoagulation. Approximately four years and eight months after deployment, an upper gi endoscopy procedure identified a foreign body in the duodenum. A follow up CT scan allegedly demonstrated two filter limbs perforating into the duodenum. A surgical procedure was performed to remove the filter successfully. Two days later, a CT scan of the abdomen demonstrated a hematoma within the retroperitoneal space. Surgery was performed to remove the hematoma from the retroperitoneal space. The ivc was visually inspected and no bleeding or hematoma was identified at the location of the filter removal. Based on the medical record review, the investigation is confirmed for limb perforation. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: perforation or other acute or chronic damage of the ivc wall. All of the above complications may be associated with serious adverse events such as medical intervention and/or death. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was provided. The patient status at this time is unknown. New information received: medical records received and reviewed. A vena cava filter was successfully deployed for history of recurrent dvt and pe. Approximately four years and eight months post filter deployment, two filter limbs were identified to have perforated the ivc wall and into the duodenum. A surgical procedure was performed to successfully remove the entire filter. Follow up x-ray did not demonstrate any foreign body. CT scan of the abdomen performed two days post filter removal demonstrated a hematoma in the retroperitoneal space. Surgery was performed to remove the hematoma from the retroperitoneal space. The ivc was visually inspected; no bleeding or hematoma was identified at the location of the filter removal. The patient was hemodynamically stable at the conclusion of the procedure.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was provided. The patient status at this time is unknown. New information received: medical records received and reviewed. A vena cava filter was successfully deployed for history of recurrent dvt and pe. Approximately four years and eight months post filter deployment, two filter limbs were identified to have perforated the ivc wall and into the duodenum. A surgical procedure was performed to successfully remove the entire filter. Follow up x-ray did not demonstrate any foreign body. CT scan of the abdomen performed two days post filter removal demonstrated a hematoma in the retroperitoneal space. Surgery was performed to remove the hematoma from the retroperitoneal space. The ivc was visually inspected; no bleeding or hematoma was identified at the location of the filter removal. The patient was hemodynamically stable at the conclusion of the procedure. New information received: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter strut(s) perforated into organs. The device was removed via open abdominal procedure. The patient experienced incisional hernia. The current status of the patient.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical records review: the patient had a vena cava filter successfully deployed for history of multiple dvt and pe. Approximately four years and eight months post filter deployment an upper gi endoscopy procedure identified a foreign body in the duodenum. An unsuccessful attempt was made to remove the filter limb from within the duodenum. A follow up CT scan demonstrated two filter limbs perforating the ivc and penetrating into the duodenum. A surgical procedure was performed three days after the upper gi endoscopy identified a foreign body in the duodenum. A right subcostal incision was made and carried down to the vena cava. Two filter limbs were identified perforating the duodenum, both limbs were carefully removed. The ivc was opened to expose the vena cava filter; some dense scar tissue was identified surrounding the filter limbs. The filter was sharply dissected free from the ivc wall and removed. The ivc was irrigated and a vascu-guard patch was sewn in place. The patient was extubated and hemodynamically stable. An x-ray of the abdomen did not demonstrate any foreign body. Two days later a CT scan of the abdomen demonstrated a hematoma within the retroperitoneal space. Surgery was performed to remove the organized hematoma from the retroperitoneal space. The ivc was visually inspected; no bleeding or hematoma was identified at the location of the filter removal. The procedure was completed; the patient was hemodynamically stable at the conclusion of the procedure. Patien discharged on anticoagulation medication. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately four years and eight months after deployment, an upper gi endoscopy procedure identified a foreign body in the duodenum. A follow up CT scan demonstrated struts extending into the duodenum and the psoas muscle. During a surgical procedure performed three days later, two filter limbs were identified perforating the duodenum and both limbs were carefully removed. The ivc was opened to expose the vena cava filter. The filter was sharply dissected free from the ivc wall and removed. Therefore, based on the medical record review, the investigation is confirmed for perforation of the ivc. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.